Event description:
Complainant alleged that during biomed testing, the device was unable to adjust the pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated and attributed to a faulty pace encoder cable assembly. Analysis for reports of this type has not identified an increase in trend.